Manufacturer narrative:
H10, h3, h6:the device, intended for use treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the manufacturing procedure revealed that it is a requirement that the tray be inspected for damage. A review of the sterilization records for this device revealed that the device underwent appropriate sterilization processes. Visual inspection of the device¿s packaging show black marks. Functional evaluation could not be performed as the device was sealed and unused. The customer´s complaint is confirmed and the root cause was associated with a manufacturing error.

Event description:
It was reported that during setup for a knee arthroscopy, wand sealed package had foreign bodies, two black spots. There was backup device available and no delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.